Event description:
The complainant reported that the replacement gastrostomy tube's balloon deflated and the tube fell out. The tube was inserted on (B)(6) 2012 and fell out on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of balloon deflates/tube falls out. No failure was found.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.